Event description:
My daughter had open heart surgery in 1999. At that time, she had a broviac catheter placed. After her surgery, she had a small "lump" in her chest that to me felt like a piece of tubing or drain. Since that time, we visited at least 6 physicians to determine what this lump was. The lump became infected and my daughter required antibiotics. Finally, after seeing a surgeon he indicated that the cuff from her broviac catheter was left in, this was the lump. He indicated they rarely become infected or demonstrate any problems. My daughter had to have an add'l surgery to remove the cuff. The surgeon indicated that there was significant scar tissue and inflammation in her chest. This has left a significant scar on her chest, in addition to the one she had from her original surgery. Dates of use: 1 week. Diagnosis for use: IV access.